Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 06/17/2016 to report a continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted in the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available.